Manufacturer narrative:
The reported event that screw gauge t2 femur was alleged of issue (functional problems) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As per the risk management file, some of the possible root causes could be related to handling failure (position of drill guide sleeve is incorrect, scale used incorrectly, length measured incorrectly). Also, it was reported that the depth gauge has been in set for multiple years. So, wear and tear of the device (end of use life) cannot be ruled out. Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device a review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Depth gauge not accurate on two separate measurements.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Depth gauge not accurate on two separate measurements.